Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the stapler was fired on the broad ligament and on the fifth firing the device would not close down on the tissue. The stapler anvil became unoperational. An additional stapler had to be opened to finish the case. There was no consequence to the pt.